Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. A field service engineer visited the site on (B)(4) 2009 to perform preventative maintenance. He cleaned the blood sampling valve and shaft, replaced tygon tubing, adjusted primary aspirate pump and calculated new rbc (red blood cell), mcv (mean cell volume) and platelet calibration factors. He then verified the instrument's operation. The root cause was operator error as the lh500 instrument generated appropriate flagging (partial aspiration) to prompt the operator to further review the test results prior to reporting them outside the laboratory. Per beckman coulter inc (bci) labeling when a partial aspiration error message is encountered, the operator is to ensure sample volume and rerun the specimen. If the error recurs then clean the aspiration system and repeat the testing in analyzer's manual mode. If the error persists, bci customer support should be contacted.

Event description:
The customer reported that the lh500 hematology analyzer generated erroneous cbc (complete blood count) results on one patient sample. The test results were accompanied by instrument-generated error messages for partial aspiration. Despite error messages and a delta check being triggered, the erroneous results were reported out of the laboratory. The physician questioned the test results and the specimen was repeated on the lh500 analyzer. The rerun results did not match the initial results and there were no error messages. The customer believed the rerun results to be correct and a corrected report was issued. There were no reported changes to patient treatment as a result of this event.